Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer administered a manual injection to address their bg level. A replacement pump was sent to the customer to resolve the issue.